Event description:
Received report of kink in arterial line pump segment during treatment. Catheter had poor flow. Venous pressure rose to 250. Pt complained of stomach ache and numbness in feet and was subsequently hospitalized. Hemolysis was confirmed. Originally, the user facility report was filed on the machine. No sample is available.